Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# (B)(4), batch# 4234195 . It was reported that the bd luer-lok package seal integrity was poor / questionable. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. There were also 4 samples of lot 4234195 received and retained in vh. These samples had the same issue. "Not fully sealed around the edges" the pr was created based on the additional sample received.

Manufacturer narrative:
(B)(4). Package seal integrity poor / questionable. Four samples of 10ml control syringes from batch 4234195 were received and evaluated. All the samples were observed to have an open side seal with grid ranging from 2" to 3". All the packages also had crinkling of the package, in conjunction with the open seal with grid is consistent with the package seal being forced open after being sealed. The condition observed is non-conforming per product specification. Potential root cause for the open seal with grid defect is associated with the packaging process. As part of this investigation the technical logs, production database, and production records were reviewed. During this batch there was an issue with robot pick-up placement and robots crashing into boxes which most likely attributed the side seal being forced open once they were sealed. As corrective actions, quality alert will be issued to the plant and all associates who ran the order will be re-educated to the applicable work instruction.

Event description:
No additional information was provided.